Manufacturer narrative:
Additional information has been requested. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high, out of range pacing impedance measurements (>2500 ohms). The thresholds had also increased. A lead safety switch (lss) occurred. The patient passed out and reported feeling "lousy". The system remains in service at this time.

Manufacturer narrative:
The device was subsequently replaced with a competitive device. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.